Manufacturer narrative:
(B)(4). As the patients are instructed to discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10e01039) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, this incident was determined to be caused by use error - poor aseptic technique. The label review found the labeling adequate for the use error(s) iidentified in this complaint.

Event description:
This is a spontaneous report by a nurse from the USA of patient who developed peritonitis with (B)(6) in a (B)(6) male patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that the patient made a mistake/ touch contamination (date of onset not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment for the events were not reported. On an unreported date, dianeal pd2 ambuflex therapy was discontinued. Per the nurse, the event of peritonitis with (B)(6) was not related to dianeal pd2 ambuflex therapy but rather due to patient made a mistake/ touch contamination.